Manufacturer narrative:
Other applicable components are: product ID 305901 lot# 51020340 serial# unknown product type screening device. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
A manufacturing representative (rep) reported that a lead was caught and frayed when removing the stylet. A defective lead was removed and a new lead was used to resolve the issue. No further complications are anticipated.